Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. Amendment: the report was amended for the following reason: upon receiving confirmation through email that cases (B)(4) are duplicate cases of each other. Hence all the information from this case transferred to retension case (B)(4). This case should be deleted from bayer database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-sep-2019: initial and fu processed together. Reporters details updated and patient demographics and were added. Essure indication updated. On, (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2018, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, perforation, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.